Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned for analysis. Upon evaluation of each device, the duckbill was found to be slightly open at the slit. A leak test was performed and the devices were noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, leakage (with 5mm instruments). No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.